Event description:
Shoulder scope case. The surgeon pushed button on handpiece to activate. The machine started with a loud, high pitched noise. They had to shut off the machine to stop the noise and when they turned the machine back on and attempted to test the handpiece, it didn't work. Subsequently they removed this handpiece from field and opened a new one. Defective handpiece taken to risk management - original packaging already discarded - some of the product identifiers come from an unopened package like the lot number and the UDI number.